Manufacturer narrative:
(B)(4). Correction: results code and device code removed. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effects of death, ventricular fibrillation and ventricular tachycardia are listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use as known patient effects of coronary stenting procedures. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. A conclusive cause for the reported patient effect(s) and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the previously filed reports, additional information was received that the patient condition was declining toward death prior to insertion of the graftmaster stent delivery system (sds). The graftmaster sds was unable to reach the coronary perforation. The perforation was inside a previously implanted stent. The perforation was unable to be treated. In the opinion of the physician, use of the graftmaster sds did not cause or contribute to the patient death. An autopsy was not performed. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains implanted in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2017, the patient presented with a free perforation in the left anterior descending (lad) coronary artery. A 2.8x16mm rx graftmaster covered stent was deployed at 15 atmospheres, but it is unknown if the perforation was sealed. The patient expired due to cardiac tamponade, ventricular tachycardia and fibrillation, pump failure (heart failure), and cardiac arrest. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: death occurred (B)(6) 2017. The reported patient effects of death, ventricular fibrillation and ventricular tachycardia are listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use (IFU), as known patient effects of coronary stenting procedures. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, the following additional information was received: the patient had expired the same day ((B)(6) 2017). No additional information was provided.